Manufacturer narrative:
(B)(4).

Event description:
The pt was found unresponsive on saturday morning. As of (B)(6) 2011, the pt was in the ICU. It was noted that morphine did not show up on the urine test that was done. Add'l info has been requested a f/u report will be sent if add'l info becomes available.